Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking from the bottom. Event found during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection device received with corroded quick connect, multiple scuff marks on enclosure and front cover. Per functional testing water started pouring out of the bottom of the unit as soon as the water was put in. The complaint was confirmed. The root cause was the elbow tube from the heater was not connected to the device, allowing water to pour out. It was unknown what caused the tube to become disconnected. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Put silicone on the elbow and attach it to the unit, replaced quick connect. Performed preventative maintenance (pm) and calibrated. Device passed all functional and delivery tests.